Manufacturer narrative:
Insulin pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads. Insulin pump received with blank display due to corroded battery tube.

Event description:
The customer reported via phone call that there was a damage from the top battery compartment down the back of belt clip and wraps around the bottom front of pump. The customer¿s blood glucose was 130 mg/dl. The device will not be returned for the analysis.